Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "rupture" on an unknown side. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture. Device evaluation:visual analysis of the returned device identified: yellow particles, curved opening. A leak test was perform and was found one opening. A microscopic analysis identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and partial delamination of diapherm flange disk shell assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve.

Event description:
Healthcare professional reported a left side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side "rupture". Device has been explanted.